Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2005" the plaintiff underwent an implant of the monarc subfascial hammock for dysfunctional uterine bleeding with stress incontinence. The plaintiff's attorney alleges that "on or about (B)(6) 2012" the plaintiff underwent surgery "to remove portions of the sling due to bladder outlet obstruction." The plaintiff's attorney also alleges that the plaintiff has "suffered serious bodily injury, mental and physical pain and suffering" and "severe emotional distress, pain and suffering for severe and permanent personal injuries" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.